Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the patient experienced bleeding. No further information was available.

Manufacturer narrative:
No conclusion can be drawn at this time.